Event description:
During ablation we were no longer able to get a temperature reading and the pump would come on but not the stockert generator. We changed out the cable and performed troubleshooting with the generator before opening a new catheter, which rectified the issue.